Event description:
It is reported during a procedure to implant the right 400mm x 11mm 130 degree trochanteric nail with 90 mm helical blade; the surgeon noted difficulty controlling the flexible drill bit in osteoporotic bone. The guide wire does not dictate the path of the drill bit. There was also an issue with determining when the flexible screwdriver was fully engaged and when the set screw was completely down, even under fluoroscopy. It was also reported that the surgeon stated that set screw was not down in its final locked position and that the carbon fiber handle required excess force to get the handle through soft tissue, causing a tear of the soft tissue. Mpe 75 next generation trochanteric nailing system (tfna). This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A product development evaluation was completed: no device was returned. The excessive force required to get the handle through soft tissue is caused by not creating a skin incision large enough to accommodate the mass of the handle. This incision size will vary from case to case depending on the amount of soft tissue in the area of the nail entry site. If resistance is felt the incision needs to be enlarged accordingly. In general this is not complaint but an observation by the surgeon during the first mpe cases using a new system. The tfna instrument documentation was reviewed and the following line is applicable to this complaint: ¿must be able to insert the nail and reach the bone for the intended patient population, specifically patients with various anatomies (height and weight).¿ the relevant verification and validation activities for the line items were design review and an anatomical lab. All activities were reviewed and approved and found to be adequate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.